Manufacturer narrative:
Implant and explant dates: device was not implanted nor explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the insertion sheath was already kinked. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the insertion sheath was already kinked. The device was not used and replaced by another angio-seal device to continue the procedure. Hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.